Manufacturer narrative:
This is a follow-up report that was initially submitted via asr on june 30, 2017. (Exemption e2014015).

Event description:
According to available information, the patient with this device experienced bladder spasm with overactivity, continued incontinence, and mild groin pain.